Manufacturer narrative:
(B)(4). Patient age, gender and weight are unknown. Visual evaluation of the returned complaint device revealed no defects to the catheter of the device. The balloon portion of the device was found to be torn longitudinally, indicating the balloon burst. Based on the condition of the returned incident device, the complaint that the balloon had a pinhole was not confirmed. The most probable root cause for the defect revealed by the investigation is operational context; this failure occurs when procedural factors encountered during the procedure limit the performance of the device (e.g., the balloon comes into contact with a sharp exterior source). A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a hurricane biliary balloon dilatation catheter was used during an endoscopic papillary balloon dilatation (epbd) procedure preformed on (B)(6), 2011 (patient age, gender, and weight are unknown). According to the complainant, during the procedure, the physician attempted to inflate the balloon; it was reported the balloon inflated, however the pressure would not increase. Therefore, the balloon was removed from the endoscope and checked by the physician. A pinhole was noted in the balloon portion of the device. It was confirmed by the account that the balloon did not burst. However, on (B)(6), 2011 investigation results revealed a longitudinal tear in the balloon indicating the balloon had burst, which is contrary to what was originally reported; therefore this is now an MDR reportable event. The procedure was completed with another hurricane biliary balloon dilatation catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.